Event description:
The customer returned the device for service due to broken lever. No patient or user injury reported. During the evaluation of the returned device, it was noted that there was a foreign material found in the forceps raiser, which is a reportable malfunction. This MDR is submitted based on the evaluation findings.

Manufacturer narrative:
In addition, to the reportable malfunction mentioned , the following additional evaluation findings were noted: the device failed the insulation test at the distal end, and dirt was found in the light guide lens, lever arm (l-arm) was corroded, broken forceps elevator lever, corroded distal end, pin-hole on the bending section cover. Based on the technical evaluation report, the most likely cause of the reported phenomenon (broken forceps elevator lever) is insufficient cleaning and/ or mishandling. However, the investigation is ongoing, and this report will be supplemented when new and relevant information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to defective movement of k-lever, which led to the remained foreign material at/around forceps elevator. The event can be detected by following the instructions for use (IFU) which state: ¿IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of being infected in case insufficient reprocessing was conducted on device.¿ ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.